Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2005.(B)(4).

Event description:
It was reported that the atrial lead exhibited oversensing, high thresholds, and a unipolar impedance higher than the bipolar impedance. An insulation failure was suspected. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.